Event description:
The patient was undergoing a thrombectomy procedure in the right m1 segment of the middle cerebral artery (mca) using a bmx96 access system (bmx96) a penumbra system red 43 reperfusion catheter (red43), a penumbra system red 68 reperfusion catheter (red68), a penumbra system red 62 reperfusion catheter (red62), a velocity delivery microcatheter (velocity), non-penumbra coils, a penumbra engine (engine), a non-penumbra angiographic catheter, a non-penumbra glide catheter, a non-penumbra balloon catheter, a non-penumbra microcatheter, and guidewires. During the procedure, the physician used multiple guidewires and catheters to access the target vessel. The physician completed one pass using the red43. After completion of the pass, the red68 was advanced over the red43 and guidewire to the target location. The red43 and the guidewire were removed. Cyclic aspiration was initiated for two minutes using the red68. The red68 was removed from the patient and an angiography was performed through the bmx resulting in thrombolysis in cerebral infarction (tici) grade 2a with some faint filling of the m1 segment and some of the m2 territory. Therefore, the physician advanced a guidewire further distal and advanced the velocity with difficulty crossing the mid m1 segment over the guidewire. The red62 was then advanced over the velocity to the target location. The velocity and guidewire were removed, and the physician then aspirated for two minutes using the red62. After aspirating, the physician removed the red62 to perform an additional angiographic run using the bmx96. The angiography revealed contrast extravasation and subarachnoid hemorrhage (sah) appeared to be from the supraclinoid internal carotid artery (ica). It was reported that the perforation was likely caused by the guidewire. The patient was then intubated and general anesthesia was instituted. Next, two non-penumbra coils were placed across the perforation site sealing the right ica terminus. It was reported the initial angiographic run revealed flow through the anterior cerebral artery (aca). However, at the end of the procedure the ica territory on the right shut down. The patient developed a subsequent subarachnoid hemorrhage and early hydrocephalus. The patient expired on (B)(6) 2023. The intracranial hemorrhage and death were reported to have a possible relationship to the index procedure and the penumbra system.

Manufacturer narrative:
Intracranial hemorrhage and death are included as possible complications in the instructions for use (IFU) for the penumbra system. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.